Event description:
Customer used tampon and removed before bed. When customer woke up in the morning to use the bathroom some kind of material fell out of vagina into toilet. Customer thinks it may be part of tampon, but noticed not irregularities in the tampon prior to use.